Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller mentioned they had experienced more shaking when laying down and one of their doctors had recommended they change from group b to group a, which pt said hadn't really helped. Pt said this took place last month, and mentioned a manufacturing representative (rep) had done some reprogramming for pt.  Pt said this issue occurred last month, but then also said this was the same issue that had begun in the last 2 weeks in regard to notify date for rep.  Pt mentioned they had nerve damage. Patient also reported about 2 weeks ago they got a new electric recliner that molded to their body and noticed when they would use the recliner, upon getting back up, their 'whole body was going crazy' - especially their feet were also 'going crazy' to the point where pt couldn't take a step. Pt said they had been experiencing a similar issue when they lay down at night, like if they were to lay on their left side they would be took shaky and had to turn their stimulation down, or off entirely. When agent asked, pt said the stimulation/shaking issue began in the same timeframe. Pt said they now sleep primarily on their stomach, or on their right side (but has to be in a certain position). Pt was turning their stimulation off every time they went to bed or sat in recliner now and said that seemed to relieve the issue. The patient was redirected to their hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the reason for call was pt reported when they used their cordless vacuum they felt as though they developed a 'slight shakiness' and was 'harder on their back' when using that vacuum. Pt did not recall the date this happened, but hadn't used that vacuum since.